Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac vein for an arteriovenous malformation (avm) using a px slim delivery microcatheter (px slim). During the procedure, while advancing the px slim through another manufacturer's catheter, the physician met resistance and the px slim was removed. The physician attempted to advance the same px slim through a new other manufacturer's catheter but met resistance again and it was removed. The procedure was completed using a new px slim and the same other manufacturer's catheter. There was no report of an adverse effect to the patient.